Manufacturer narrative:
H10: internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair procedure, a first pass mini failed, when the first pass mini bit the meniscus, a minitape could not pass through the meniscus and the capture window fell off. The pieces were retrieved from the patient. Surgery was completed with a competitor device instead. There was a surgical delay of 20 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in one package without any lot identification. The suture capture of both devices have been disconnected from the upper jaw. Neither suture capture was returned. Bio debris is present on both devices. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle of both devices as intended. An image evaluation was performed and found two firstpass mini straight devices, with the suture captures disconnected from the jaw and lying next to them. Another picture shows the tips of both devices, without the suture captures. Other images show both suture captures detached from the devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force, tissue thickness or damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in one package without any lot identification. The suture capture of both devices have been disconnected from the upper jaw. Neither suture capture was returned. Bio debris is present on both devices. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle of both devices as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force, tissue thickness or damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.